Event description:
Pt admitted with gi bleed was undergoing colonoscopy. Procedure terminated in the transverse colon, pt abdomen firm, complained of pain. Stat kub showed large amount of subdiaphragmatic air. Pt sent to the or. Diagnosis: perforated sigmoid colon. Procedure was sigmoid colectomy. Pt to sicu postop critical condition.